Event description:
The iab was inserted into the pt in 2001 at 11:15 p.m. And removed at 5:15 a.m. The iab did not malfunction. The pt had bleeding-severe and a transfusion was required. Also, the pt had limb ischemia-major and removal of the iab and surgery was required. The iab was not returned to datascope. Event complications: severe bleeding/transfusion/major ischemia/surgery. Pt's current status: discharged.